Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route, duration and frequency was not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was discontinued during treatment. No additional information could be provided as the reporter declined follow up.